Manufacturer narrative:
This fall occurred before it was determined that the unit was improperly assmbled. Following this event a representative from the distributor wen to the residence and correctly assembled the ambulator.

Event description:
Pt again tipped unit forward. This resulted in a fall which also required stitches.